Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe of the subject device was broken off at 18.0 mm from the distal end. There was not scratch on the probe. The fracture surface of the probe showed that crack developed. The origin of the fracture surface was discolored black. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the probe was heated and cracked since the user continued to activate output. The probe was broken off when the probe was subjected to a load to grab the tissue and activate the output. The above device handling has warned in the instruction manual as follows; should any irregularity (error window, abnormal noise, abnormal output, abnormal operation, abnormal appearance, etc.) Or malfunction be observed while using the thunderbeat, stop the use and withdraw the instruments from the body cavity. Do not withdraw the transducer plug from the ultrasonic generator. Check the equipment by referring to chapter 8, ¿troubleshooting¿, in the instruction manual for the ultrasonic generator. If the irregularity remains after troubleshooting, replace the transducer. If this does not resolve the issue, replace the thunderbeat instrument. If the irregularity remains unresolved, contact olympus.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. In the procedure, the user felt strange about the subject device. After that, the user replaced to a new device. The user cleaned the distal end of the subject device. Immediately, the probe of the subject device was broken off in the user's hand. There was no patient injury reported. This is the report regarding the breakage of the probe.